Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had received critical pump error alarm and screen went blank. The customer¿s blood glucose level was 5.2 mmol/l. Troubleshooting was performed for error alarms and noticed received broken force sensor alarm. The customer also reports here was hair line crack on the insulin pump. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.